Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien that the customer had an error code 8 issue with an scd controller. The unit wad returned to a local covidien service center and the service tech found that the unit would not turn on, that the power cord was damaged with signs of arcing.